Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced recurrent infusion site infections beginning about one and a half months after starting foscarbidopa and foslevodopa, with six to ten episodes noted.the latest infection occurred on (B)(6) 2026, presenting with pain and burning at the infusion site, the patient was treated with cephalexin, and symptoms are improving. No further information available.